Event description:
It was reported that the user contacted support after a low glucose alert of 69 mg/dl, having eaten dinner several hours prior and a large snack shortly before, and confirmed a fingerstick glucose of 87 mg/dl while using a dexcom g7; the user was guided to manually enter the glucose to calibrate the sensor and took oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem, and no identified device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial